Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the sample was received sealed inside its pouch, and it was observed that the 15mm connector was separated from the tube, the mark of insertion of the size 4mm connector was measured and within specification, and the inner diameter of the tube was measured and within specification. It was reported that both endotracheal tube's 15mm connector was separated from the tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the 15 mm connector is seated so that it can be removed with effort if cutting of the tube is desired. Follow the instructions if cutting is considered. Do not use lubricating jelly to ease connector reinsertion, as it may contribute to accidental disconnection. If shortening of the endotracheal tube is needed, use medical judgment to determine the appropriate tube length for each individual patient. Before intubating the patient, cut the tube, reinsert the 15 mm connector, and verify the connector is firmly seated in the tracheal tube. If the device is damaged or the integrity of the sterile barrier has been compromised, do not use the product and contact your covidien representative for further information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 86236 4.0mm basic cfls murphy non dehp (lot# 23c1175jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during inspection, it was found that both of the endotracheal tubes' 15mm connectors were separated from the tubes, as shown in the image attached. There was no patient involvement.